Manufacturer narrative:
H6: investigation summary the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is not confirmed. Issues are related to original bd sars-cov-2 assay design. Issues are resolved with new assay kit and udp configuration. The root cause is unknown. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. The instrument met all acceptance criteria prior to release from manufacturing. No parts or materials were returned as a part of this complaint investigation. No new risks, trends, or hazards were identified based on this investigation. CAPA 1632720 has been initiated.

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2, a false positive result was obtained by the laboratory personnel. A repeat test was performed and the result was negative. Erroneous results were not reported out and there was no patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2, a false positive result was obtained by the laboratory personnel. A repeat test was performed and the result was negative. Erroneous results were not reported out and there was no patient impact.